Event description:
I have been using a continuous glucose monitoring system for over 41/2 years. Up until the spring of 2024, I was using the device provided by abbott, the libre 3. The alarm on the libre 3 was not very loud and on many occasions, I was unable to hear it, when my associates could hear it. I decided in the spring of 2024, I decided to transition to the dexcom g7 model. I had spoken with others who had dexcom and they seemed to be pleased with it. In the 4 years with libre, I experienced several occasions where the sensor would stop working in the middle of the 2-week cycle. Libre was very good about replacing the unit with the condition that I would return the problem to their headquarters for study. Only one time during the period that I was with libre did I have an issue with the sensor coming out of my arm before it was time to replace it. So, as stated this spring, I transitioned to the dexcom g7. The first time I had to replace the sensor, my arm started bleeding at the insertion site and the only way I could get it to stop was to remove the sensor and replace it with another on my other arm. I contacted dexcom and they agreed to replace the sensor, but advised me that they only allowed for 3 goodwill replacement sensors in a 12 month periods. At this time, I need to explain that the difference between the libre and the dexcom g7. When you insert the libre, you just roll our fingers around it for a solid seal. With the dexcom, you roll your fingers around it, then you put an overpatch over it. It is very difficult to put on. There is a whole in the middle to allow the sensor to fit through. And it is designed to keep the sensor in place, supposedly waterproof. As stated before, even with the overpatch the sensor does not stay on. Undoubtably they are not waterproof as the overpatch has a tendency to start rolling up. My vendor has told me that they have a number of complaints regarding this same situation. They also stated that this has only been a problem with the g7 and that there were much fewer issues with the g6. Only this morning, the sensor that I had installed on (B)(6) 2024 came off while I was sitting at my computer. I immediately replaced it with another, installed the overpatch and then put a transparent patch used to cover incisions in order to keep the sensor on. However, this sensor would not pair with my phone, so now I am out 2 sensors just today. Someone has to investigate dexcom, 1) to get the problem solved about the sensors not staying on and 2) making sure that if they come off, there should be no issue in getting them replaced. Now I am sure that the reason for the limit is as a result of some people taking advantage of the situation. I can assure you that I have no intentions of do that. My intentions are to be as low maintenance as possible. It is very time consuming to have to contact the vendor or the mfg. For these type problems. I look forward to hearing your response as soon as possible. Thanks. Reference report: # mw5158770.